Event description:
It was reported to boston scientific corporation that an ultratome xl was going to be used during a procedure. According to the complainant, during preparation the wire inside the sphinctertome appeared shorter than the catheter, and the tip of the sphinctertome seemed curved. The device was not used during the procedure. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the extrusion and cut wire were bent at approximately 6.5 cm from the tip of the device. The cut wire was measured and found to be within specification. Following a detailed device analysis, the condition of the returned device was not consistent with the complaint incident that wire won't release (unbow). The device measurement confirms that the device met specifications. Therefore, the most probable root cause is not confirmed. The bent wire and working length are likely due to handling of the device. Based on these investigation results, this is no longer considered a reportable event.

Event description:
It was reported to boston scientific corporation that an ultratome xl was going to be used during a procedure. According to the complainant, during preparation the wire inside the sphincterotome appeared shorter than the catheter, and the tip of the sphincterotome seemed curved. The device was not used during the procedure. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.